Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B82478) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2012. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding (general)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal, menorrhagia) a lot of bleeding immediately after the essure"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and ovarian germ cell teratoma benign ("cystic teratoma"). The patient was treated with surgery (bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, nausea, depression, anxiety, ovarian germ cell teratoma benign, alopecia and vulvovaginal pain outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital hemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, ovarian germ cell teratoma benign, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. B82478) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2012. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal, menorrhagia) a lot of bleeding immediately after the essure"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and ovarian germ cell teratoma benign ("cystic teratoma"). The patient was treated with surgery (bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, nausea, depression, anxiety, ovarian germ cell teratoma benign, alopecia and vulvovaginal pain outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, ovarian germ cell teratoma benign, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: lot no. Was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2012. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal, menorrhagia) a lot of bleeding immediately after the essure"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and ovarian germ cell teratoma benign ("cystic teratoma"). The patient was treated with surgery (bilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, nausea, depression, anxiety, ovarian germ cell teratoma benign, alopecia and vulvovaginal pain outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, ovarian germ cell teratoma benign, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Case became incident. Events alopecia, anxiety, bladder disorder, depression, dysmenorrhea, dyspareunia, genital hemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, ovarian germ cell teratoma benign, pelvic pain, urinary tract disorder, vaginal hemorrhage and vulvovaginal pain were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.